Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. As a result, non-intuitive motion can be observed. The instrument's inputs were manually articulated, and the grip tips were unable to be opened and closely properly. The root cause of this failure was attributed to a component failure. Additionally, the housing was removed, and the instrument was found to have multiple cracked clamping pulleys. As a result, a loose grip cable at the distal and proximal ends was observed.

Event description:
It was reported that during central processing, the force bipolar instrument would not release. There was no report of patient involvement.